Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the collamend fm may have caused or contributed to the events as alleged. At this time no conclusion can be made. A manufacturing review was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 67 units released for distribution in february, 2014. Should additional information be obtained, this report will be updated. Note: remains implanted.

Event description:
The following was reported via (B)(6): the patient was implanted with collamend fm in a procedure performed on (B)(6) 2014. The contact alleges, "the device is too tight my bowel has knitted into the device and as a result my bowel is incapable of functioning". "Started with a rectocele, was left with a hole in the bowel post surgery, as surgery was open surgery had contents leaking from my bowel into abdomen, was left with a gapping, growing large open cavity in my abdomen, my navel rotted away it took 15 months to close, district nurses for 9 months and 4 months of a negative energy wound therapy box sucking 300 ml of puss from my abdomen as a result of the failure of the device, I now have another rectocele, an intussusception, an enterocele, and a very large abdominal hernia, and have been told it can't be removed, my only option is an ilostomy."